Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 15.0 mmol/l. Customer treated with manual injection. No significant events leading up to the alarm were recalled. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had corroded keypad traces. All buttons functioned properly. No button error alarm during testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted.